Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e224 error occurred due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be identified. However, a definitive root cause could not be determined. As to damage to the cable, the phenomenon might be prevented by following the description in the instruction manual below: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This camera head was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable finding was; a faded label on rear cover. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use that when the camera head is connected it shows camera head communication error. There was no delay in the procedure or harm to the patient.